Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer initially reported complaint for e-5 error. While troubleshooting, customer stated that she had previously received a result of hi. The customer is concerned with tests results from results obtained of hi. Customer stated that she had received the hi after eating a huge meal. The customer's expected fasting blood glucose test result range is 150 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 03/05/2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the customer's purse which is mainly in the kitchen. The test strip lot manufacturer's expiration date is 06/27/2019 and open vial date is 03/02/2018. The meter memory was reviewed for previous test result history: result 1 :265mg/dl date:(B)(6) 2018 time:09:55am fasting. Result 2 :276mg/dl date:(B)(6) 2018 time:04:28am fasting. Result 3 :hi display date:(B)(6) 2018 time:11:17pm non-fasting. Result 4 :154mg/dl date:(B)(6) 2018 time:10:35am fasting. Result 5 :340mg/dl date:(B)(6) 2018 time:01:29am non-fasting.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer initially reported complaint for e-5 error. While troubleshooting, customer stated that she had previously received a result of hi. The customer is concerned with tests results from results obtained of hi. Customer stated that she had received the hi after eating a huge meal. The customer's expected fasting blood glucose test result range is 150 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the customer's purse which is mainly in the kitchen. The test strip lot manufacturer's expiration date is 06/27/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :265mg/dl date: (B)(6) 2018 time:09:55am fasting; result 2 :276mg/dl date: (B)(6) 2018 time:04:28am fasting; result 3 :hi display date: (B)(6) 2018 time:11:17pm non-fasting; result 4 :154mg/dl date: (B)(6) 2018 time:10:35am fasting; result 5 :340mg/dl date: (B)(6) 2018 time:01:29am non-fasting.